Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set was fell off during use event on 20-apr-2024. The blood glucose level was 8.6 mmol/l at the time of event. The infusion set was in use for fifteen hour. Patient replaced infusion set and resumed insulin successfully. No further information available.